Event description:
A report was received that the recently implanted patient underwent an explant procedure due to infection. Patient¿s symptoms include pain, erythema, swelling and prurient drainage. The physician believed that the infection was not device related. The patient was prescribed with augmentin and bactrim antibiotics. The patient was reportedly well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead 50cm, model #: sc-4316, serial/lot #: (B)(4). Description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.